Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During implantation, the bowed stem broke through the cortex because the patient had very little natural bow in his femur. The incision had to be extended and circlage cables used. A straight stem was used instead. This resulted in a surgical delay of 1 hour. (Left hip) the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Medical records, including x-rays were received. A review of the provided x-ray images and patient records did not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During implantation, the bowed stem broke through the cortex because the patient had very little natural bow in his femur. The incision had to be extended and circlage cables used. A straight stem was used instead. This resulted in a surgical delay of 1 hour.